Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the battery compartment is cracked. Battery cap is undamaged and able to secure to pump properly. ¿replace battery¿ alarm and ¿low battery¿ warning observed in the black box due to normal battery wear. Short battery life observed in alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.